Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal, physioneal 40 and nutrineal pd4 therapies. On (B)(6) 2009, the subject experienced peritonitis manifested by abdominal pain and was hospitalized that same day. On (B)(6) 2009, the abdominal pain resolved. Treatment was not reported. The primary contributing factor was unknown. On (B)(6) 2009, the subject was discharged. The subject recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is undetermined. No device malfunction or use error was identified.